Manufacturer narrative:
Eval summary: the devices were in vivo for approx 3 yrs and 2 months prior to the onset of pain. The device has not been revised; therefore, none of the components were returned for eval. No x-rays or pt demographics were provided. Surgical notes from the primary surgery were provided. No complications were reported. The condition of the devices is unk. It is unk if the devices were implanted with the proper fit and orientation per the surgical techniques. It is also unk if the pt followed the proper rehabilitation protocols. A definitive cause for this issue cannot be determined based on the info available. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It was reported that pt is experiencing pain following left total hip arthroplasty. The pt has not been revised.